Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's (pt) device had turned off once before and they did not know it was off until their appointment with their healthcare provider (hcp). The caller reported the pt had been in and out of the emergency room (due to other health issues) and had many scans and procedures done. It had not happened again since they had been keeping track of the implant status regularly. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.